Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate shocks. Upon interrogation, the shocks were determined to be due to rv lead noise. The noise was reproducible by having the patient lay on there right side. Device high voltage therapies were turned off. No further intervention is expected and no plans to revise the lead at this time due to patient having severe chronic obstructive pulmonary disease. The patient was stable post-event.